Event description:
The customer reported the joystick was not working and the control panel display on the mainframe was broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface assembly (joystick) and the control panel display on the mainframe were replaced. The sys was tested and operates as intended.